Event description:
It was reported that torflex transseptal guiding sheath was selected for ablation. It was mentioned that during the preparation when the device was opened, the hub was noted to be broken in an area that could enter the patient. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: catheter, percutaneous / dilator, vessel, for percutaneous catheterization / introducer, catheter; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
D2a: common device name: catheter, percutaneous / dilator, vessel, for percutaneous catheterization / introducer, catheter; reported here as the common device name exceeded the character limit for designated field. No return product was received, so device specifications could not be verified. There is no evidence to suggest the device did not meet design specifications, and device failure is not suspected. Overall, the reported allegation cannot be confirmed because the device has not been returned to bsc for analysis. DHR/service history review: a batch review was performed and DHR 37071162, 37200560 & 37199259 was reviewed. There were no non-conformances for the manufactured devices. Additional review is not required. Labeling review: the instructions for use were reviewed and it did not reveal any evidence of device off-label use or failure to follow instructions. There is no evidence that any updates to the document are required at this time. Risk review: the complaint type does not present a new or unanticipated failure type or harm. The "unable to exclude device problem" cause conclusion code was selected based on the information provided within the event description.

Event description:
It was reported that torflex transseptal guiding sheath was selected for ablation. It was mentioned that during the preparation when the device was opened, the hub was noted to be broken in an area that could enter the patient. Thus the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.